Event description:
A patient had a taxus 2.5 x 16 mm drug-eluting stent placed in the left anterior descending artery which had been found to be 100% occluded at its origin. A few months later the patient experienced recurrent left chest and arm discomfort and came back to the emergency department. Relief was obtained by medication but pain returned with in a few hours. Patient was taken for an emergency cardiac cath. The patient was found to have a completely occluded lad, left anterior descending, through the bypass graft. Intracoronary ultrasound revealed significant obstruction proximal to the stented region with significant soft plaque throughout the stented region that was extensive. Distal to the stented region there was diffuse, significant disease throughout the duration to the apical region of the left anterior descending.